Event description:
Per raised with minimal info: the surgeon, (B)(6), reported via sales rep (B)(6). That a constrained all-poly cemented cup has dislocated within the pt. He added that he is planning to revise the cup and send it in for investigation once retrieved.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.